Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles on shell, weight within specification. A microscopic analysis was performed which identified: more than three striated openings on anterior and radius side assessed as surgical damage, nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade not specified. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade not specified. Device has been explanted.